Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a frayed cord. Device was not used in surgery. No injury or medical intervention occurred. There was no additional info provided.